Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of balloon burst was confirmed based on review of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as review of provided. The 3mensio showed presence of calcification within the patient's landing zone. Additionally, it was reported that "significant leaflet calcium was noted, along with a substantial amount of stj calcium." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, a 26 mm sapien 3 ultra resilia valve was delivered through a 14f sheath. During delivery and rapid pacing, the delivery balloon ruptured; however, the valve was fully deployed, and post-dilatation was not required. The delivery system and ruptured balloon were successfully retracted completely into the sheath and removed as a single unit. No vascular injury was observed in the patient. The balloon rupture was circumferential. Significant leaflet calcium was noted, along with a substantial amount of stj calcium. The device was discarded at the hospital. Per image evaluation: radial and longitudinal balloon burst was observed at the proximal side of the inflation balloon, with no pieces appearing to be missing